Event description:
It was reported that a patient underwent a cardiac procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that when they came on ablation, the force would go high. When the ablation cable was replaced, the issue was not resolved. The catheter was then replaced, and the issue resolved, and the procedure continued. No adverse patient consequence was reported. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 21-oct-2024, a hole was observed on the pebax surface with reddish material inside. This was assessed as MDR reportable with an awareness date of 21-oct-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and screening test of the returned device was performed following j&j medtech procedures. Visual analysis revealed reddish material inside the pebax, presumably blood. The device was connected to the carto 3 system and was visualized and recognized correctly. The force feature of the device was evaluated, an irrigation test and an ablation cycle were performed, and the force values and the vector were observed within the specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device 31336008l number, and no internal actions related to the reported complaint condition were identified. Since reddish material was observed inside the pebax, and a hole in the surface of the pebax, this issue might be related to the force issue reported by the customer, therefore, the issue was confirmed. The potential cause of the pebax damage could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. In relation to the pebax damage, the instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4),